Event description:
A user facility returned the olympus asset, a duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that due to insufficient cleaning, there was foreign material on the adhesive around the light guide lens and at the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the grip, switch box, scope connector cover unit and suction connector were scratched; the air/water cylinder and suction cylinder had no color; the sheet holder unit, electrical connector and plate were corroded due to water leakage; the distal end and adhesive around the objective lens were cracked; the connecting tube coating and the universal cord coating were peeling; the forceps channel port had a dent and the image guide protector had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the root cause of it. It was also discovered, that there was insufficient angulation. Which, was presumed to have been caused by excessive stress. The events can be detected/prevented in accordance with, the following instructions for use: operation manual chapter 3.: preparation and inspection. Reprocessing manual chapter 5.: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.